Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (fault during download / inability to power on) was confirmed. Upon evaluation, the sd card was defective. The cause of the fault during download and inability to power on properly is the defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing a fault during downloading. During servicing, a reportable problem was found. The monitor would not power on properly.